Manufacturer narrative:
(B)(4). Device will not be returned for eval.

Event description:
It was reported via a field svc report: symptom - the pump did not recognize the fiberoptic connection while on a pt. Findings/action taken: biomed checked the pump with fiberoptic tester and reported that it was working properly. Reference MDR #1219856-2011-00206 and MDR #1219856-2011-00207 for the first and second related intra-aortic balloon reports involving the same pt. Reference MDR #1219856-2011-00223 for the related intra-aortic balloon pump report involving the same pt.